Event description:
The technician reported the brakes set but are not holding on the foot end right corner. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster stem is cracked. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the right foot brake caster to resolve the issue. Based on this information, no further action is required.